Event description:
The complaint reports an under delivery. The intended delivery amount was to be 500 ml delivered at 50 ml/hr, but instead, a total of 50ml was delivered. There was no report of serious injury or illness associated with this complaint of under delivery.

Manufacturer narrative:
Mfg event. Ross standard procedure includes attempting to obtain all required info from the source. In this case the reporter did not provide the required info.